Event description:
He called the office last week with concerns for sensor malfunctioning. States today that when he removed this sensor from his right arm, the canula was broken off and still present under his skin. States he could not locate the canula for removal. States the site was red and inflamed for a few days but has improved and no longer swollen. The area now is raised and there is more solid bump under his skin. No discharge, redness or systemic symptoms of infection. Patient denies any fever or chills. He confirms there was a "stump" left on the backside of the sensor indicating it had broken off. He does not have the lot number or sn for the sensor.